Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The battery out limit alarm, motor error alarm and motor position encoder error alarm could not be verified due the blank display. The device was also received with broken battery cap, scratched display window, cracked display window corner and missing end cap sticker. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarms during the week and motor error alarms for 2 or 3 months. The blood glucose value was 145 mg/dl. The customer stated that he changed the battery and the display was blank. Troubleshooting was performed and found that the battery cap is corroded and the customer might have received a motor position encoder error alarm. The device was returned for analysis.